Manufacturer narrative:
For the initial report information was missing. Should be marked as adverse event and should be marked as life threatening, required intervention and hospitalization. Products still have not been returned. A device history record (DHR) was reviewed for this particular meter lot and no problems were found for this particular meter lot. Retain test strips were tested and test strips passed testing.

Event description:
On (B)(6) 2011, a reporter calling on behalf of the lay user/patient contacted lifescan (lfs) alleging that the patients onetouch ultra2 meter was reading inaccurately high compared to another meter. On (B)(6) 2012 the medical surveillance specialist (mss) contacted the patient by phone for additional information. The patient reported that the alleged inaccuracy began in (B)(6) 2011 at 04:27am. The patient claimed that she obtained alleged high blood glucose reading of "305mg/dl" with the subject meter. The patient reported she manages her diabetes with insulin (self adjust). The patient advised that she took additional insulin as changes to her diabetes management due to the product issue. The patient stated that on (B)(6) 2011 at an unknown time, she lost consciousness and ems was contacted. Ems obtained a blood glucose result that was "low" (exact result not available). The patient claimed that "an injection was given to raise her blood glucose", that she was hospitalized overnight and felt better afterwards. During troubleshooting, the customer care advocate (cca) confirmed that the unit of measure was set correct on the meter. Replacement products were sent to the customer. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began and reportedly received hcp treatment for the issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.